Event description:
Massive transfusion protocol being run on the patient and belmont alarmed "high pressure" despite trouble shooting tubing placement, switching ivs, switching belmont machines, and switching tubing. Was able to replicate the error not connected to the patient.